Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of the device is unknown.

Event description:
It was reported that there was an error code for air in line. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found the device in good condition as all was intact. There was evidence of the reported problem (error) recorded in event history log. The reported problem was duplicated as an error code was displayed on the pump during the investigation. The motor was found to be faulty and to be the cause of the reported problem. For corrective action, the faulty motor was replaced. The root cause of reported problem was unknown. A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: correctio: d4: model number: 6400

Manufacturer narrative:
Other, other text: b5: additional information received by smiths medical/ICU on 05-jul-2022 via email: there was no patient injury/contact. The event has been resolved.